Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 200 0mcg/ml of gablofen at 1400mcg/day via an implantable pump. The indication for use was not provided. It was reported a motor stall was seen in the patient's pump logs and the pump was replaced on (B)(6) 2019. The device was discarded by the customer, therefore, the device would not be returned for analysis. Product return was requested. Per the interrogation log, a motor stall occurred on (B)(6) 2019 at 10:59 am and recovered at 9:00 pm later that day. A subsequent motor stall occurred at 9:23 pm on (B)(6) 2019 and recovered the following morning at 6:10 am. An additional motor stall occurred on (B)(6) 2019 at 7:58 am and recovered on (B)(6) 2019 at 7:07 am. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.